Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The device was attached to the patient using disposable defibrillation electrodes. When the operator attempted to administer a shock to the patient, the device allegedly displayed the connect electrodes message and use of the defibrillator was inhibited. An automated external defibrillator was immediately available and used to administer two shocks to the patient. Later, the reported device was used with standard external paddles to successfully administer seven additional shocks to the patient. The patient was not resuscitated. The device operator indicated the reported malfunction did not likely cause or contribute to the patient's death.